Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported prior to the implant procedure, the patient experienced an allergic reaction to medication administered. As a result, the procedure was abandoned. The patient was transferred to the hospital via ambulance. Device information for lead is unknown at this time. Additional devices may be added at a later date based on available information.